Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13152. It was reported that the patient was experiencing a shocking sensation due to lead migration. Reportedly, the patient's dog jumped on the patient repeatedly prior to the issue. As a result, the physician explanted and replaced the patient's leads. Surgical intervention resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.